Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump kept pumping insulin out of the cannula and did not want to stop. The insulin pump alarmed stuck button and no delivery. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08670 inches. Pump primed properly. No insulin flow blocked alarm/no delivery alarm noted. All buttons functioning properly. No stuck button alarm noted. No damage in the keypad assembly and the keypad connector was locked properly during visual inspection.